Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 22, 2021.

Manufacturer narrative:
This report is submitted on june 24, 2021.

Event description:
Per the clinic, the patient experienced pain and performance decrement. The device was explanted on (B)(6) 2021 and it is unknown if there are plans to reimplant the patient as of the date of this report.